Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 120-300 mg/dl. Reportedly, the customer loaded a new cartridge and cleared speaker holes to resolve the issue.